Event description:
(B)(4). Customer reported knob on the flow meter was accidentally turned off, possibly by someone walking by and brushing against it during clinical use during ECMO procedure. Customer reported an anoxic injury (no flow of oxygen to the brain).

Manufacturer narrative:
(B)(6). Device testing indicates the device is functioning to specifications. Tested the device with customer supplied hoses. No failure or performance issues found. The flowmeter takes 3/4 or a turn to a completely shut off the gas supply. Rejection tag found with device indicates clinician inadvertently turned off gas source. Customer provided the following information: the flow meter was turned off for minutes. Prior to the event, a decision was made to take the patient off of life support. Upon taking the patient off of life support, patient expired. The event with the device was not the cause of patient to terminate.